Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). See manufacturer report number 1628664-2016-00104 for the second patient. An evaluation is in process.

Event description:
The customer reported two employees who experienced respiratory issues due to dust on the aps. The customer is having the 2 affected employees wear an n95 respirator mask if they have to be scheduled in that area. The customer is concerned the dust is causing their staff to become sensitized so that even small amounts of exposure could cause a reaction. No patient specific information is available.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and investigations. No adverse trend was identified for the customers issue and no other customers have reported dust. Labeling was reviewed and found to be adequate. The dust components were identified as aluminum and zinc as the primary dust constituents from the analysis. The customer indicated that the ventilation system was evaluated and was functioning properly, all vents were cleaned and inspected. Safety shields and covers are present over the entire system and are to remain in place unless specifically instructed to remove them to perform certain procedures. A study measured concentrations of different components of the track dust, all were found to be below permitted limits as established by the (B)(4). Additional measures besides the covers and shields cited above are in place to reduce exposure to dust generated by the system. Preventive maintenance (pm) is performed every 6 months which includes utilization of a vacuum cleaner with a 0.3 micron hepa filter to remove dust. Steel strips were installed on the system and testing showed that the application of the steel strips mitigates the creation of dust.based on all available information and abbott diagnostics' complaint investigation, the device performed as intended and no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended, however, no systemic issue or product deficiency was identified.